Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, when the surgeon used the harh36 to dissect tissue, after 1-2 hours the gasket of jaw was broken. Finally they used the new harh36 to finish this procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what does ¿gasket of jaw was broken¿ mean? It means the white tissue pad break, partially fall off. Did the titanium active blade tip break? No. Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.